Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital for pneumonia and during his stay, it was noted that while supine or on his right side, the pump flow and rate decreased by one half. A chest x-ray revealed misalignment of the inflow valve. Waveforms and a vent filter were sent for analysis. The patient was discharged home, but the patient's wife called 24 hours later stating that the patient had slumped over in the mobility cart and although responsive, he wasn't feeling well. The patient was transported to the hospital by the paramedics and a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.